Event description:
No further event information available at the time of this report.

Manufacturer narrative:
(B)(4). Reported event was confirmed by review of medical records. Device history record (DHR) review was unable to be performed as the lot number of the device involved in the event is unknown. Root cause was unable to be determined. Radiographs were provided and reviewed by a health care professional. Review of the available records identified the following : there was eccentric position of femoral head reflecting advanced liner wear. Abnormal radiolucencies reflecting osteolysis were present in gruen zone 1 of the femoral component and along the acetabular component most prominently along fixation screws and inferior cup margins. No other issues related to the reported event were noted. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Manufacturer narrative:
(B)(4). Concomitant medical product(d): item #: unknown unknown cup lot #: unknown; item #: unknown unknown head lot #: unknown; item #: unknown unknown stem lot #: unknown. Customer has indicated that the product will not be returned to zimmer biomet for investigation. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted. Multiple MDR reports were filed for this event, please see associated reports: 0001822565 - 2019 - 04157 cup, 0001822565 - 2019 - 04158 head, 0001822565 - 2019 - 04160 stem.

Event description:
It was reported by the 411 group the patient underwent an tha at an unknown date. Subsequently the patient has been indicated for a revision, however, a revision has not been reported. The sales rep is inquiring about the cup and stem that was implanted. Attempts were made to obtain additional information; however, none was available.